Event description:
Upon prepping an aspiration pump for an acute stroke case, the nurse's fingers went through the canister top when snapping the lid in place. The nurse indicated that she did not use significant amount of force when applying the lid. Unfortunately, there was no additional canister in inventory. The physician continued with the case using the reperfusion catheter and a syringe to aspirate the clot. The case was successful.